Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, the physician thought there was a problem with the lead as the threshold and the sensing was bad. The lead was not used. The physician implanted a new lead and found the threshold and the sensing to be bad. That lead is still in use. The physician then agreed that there was probably no issue with the first lead. No patient complications have been reported as a result of this event.